Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, no staples were noticed after the device was fired. The surgeon used sutures to correct the issue but when the pathology results were obtained, a tumor was discovered lower than the staple line. At this point an abdominoperineal resection of the rectum was performed.